Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The customer stated the strips have all been used up.

Event description:
The customer complained of an erroneous high result for 1 patient tested on coaguchek xs meter (B)(4) compared to the stago neoplastin laboratory method. The result from the meter at 11:00 a.m. Was 4.9 inr. The result from the laboratory at 11:56 a.m. Was 3.18 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The result from the laboratory was believed to be correct. The patient's warfarin dose was decreased. No medical treatment was required. There was no allegation that an adverse event occurred. The patient is in stable condition. The patient is not anemic, does not have antiphospholipid antibodies and is not on heparin or other direct thrombin inhibitors. The patient had recently been using albuterol for pneumonia. The patient has not had any diet changes and was not experiencing any bleeding or bruising. Qc results passed on the day of the event. The test strips were requested for investigation; however, the test strips have been used up. Relevant retention test strips (lot 353502) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.